Manufacturer narrative:
No product was provided for analysis. Procedure completed successfully with the same device. The patient was very sick and was being coded during our procedure. According to physician cause of death would be cardiac arrest. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. In conclusion, based on the information available at this time it cannot be confirmed that the product failed to meet requirements. No corrections or corrective actions will be taken. Device was not returned for analysis and review of the manufacturing documents did not reveal any discrepancies that would have contributed to this event. This complaint is non-verifiable. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that patient had cardiac arrest at home and brought to the hosp. Patient had return of spontaneous circulation(rosc). Echo showed ejection fraction of 10%.impella rp was placed in the left femoral and notable kink was seen in the sheath in the femoral-iliac anatomical region. 027 impella guidewire was advanced through dual lumen pulmonary artery (pa) catheter to hold position, then pa catheter advanced successfully through this kink in sheath. Pa catheter to left pa and 027 wire was buried very deep in left pa. Rp was advanced over wire and to left pa. The impella wire was removed and rp started at p2. Impella stopped alarm occurred and motor current high on aic. The impella was restarted at p2 successfully. Then slow gradual increase in p level until reaching p9 with flows of 4-4.1 lpm. The case continued with no further similar alarms, only suction alarms. The case was completed. The patient was very sick and was being coded during our procedure. Cause of death would be cardiac arrest and physician did not say its related to device.